Manufacturer narrative:
This report is not being sent for a product problem. There was no indication that the device malfunctioned and there was no harm or injury to the patient. This report is being submitted to notify the FDA that a serious adverse event transpired during the procedure. Dr. (B)(6) believes the nanoknife treatment electrically stimulated the adrenal gland, which was near in proximity to the active portions of the nanoknife probe. This caused the patient's blood pressure to elevate. The procedure was not paused nor was it aborted. The procedure was successfully completed without further issues. No harm or injury was reported to the patient. The patient was discharged the following morning without any issues. This medwatch is being submitted late due to a retrospective review of case notes. (B)(4).

Event description:
During nanoknife pulse delivery, the anesthesiologist noted a rise in the patient's blood pressure. The patient's blood pressure was recorded as 301/123 towards the end of the pulse delivery, indicating hypertension. Physician believes the nanoknife treatment electrically stimulated the adrenal gland, which was in proximity to the active portions of the nanoknife probes. The procedure was not paused nor was it aborted. The procedure was successfully completed without further issues. No harm or injury was reported to the patient. The patient was discharged the following morning without any issues.